Event description:
Additional information received indicates that an interrogation was performed and the pairing was restored. The patient was stable before, during, and after the interrogation.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was reported. There were no patient consequences.